Manufacturer narrative:
Patient ethnicity: unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted in the left eye. The surgeon reported the trailing haptic was severed by the injector, which was realized after the lens was in the eye. Upon insertion the surgeon did not report resistance. The surgeon cut the lens out of the eye and replaced it with another johnson and johnson iol (different model, div225, same diopter) during the same procedure. There was no delay in surgery, no medical or surgical interventions were required, and there was no patient injury. The patient is ok. The iol was discarded. The account used balanced salt solution (bss) which was at room temperature. No further information is available.